Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A power failure occurred during a routine hemodialysis treatment which lost power to the dialysis equipment. Rinseback was not performed due to the amount of time elapsed with the power off, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner, as instructed in the user's guide when a power failure occurs. There is no evidence of a device malfunction. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.